Event description:
After an implant duration of a few days, falling shock impedances measurements were reported. The device was explanted. Explant and event dates were not provided. No adverse pt side effects have been reported.